Event description:
Reportedly, a re-intervention was scheduled to replace the subject lead and associated ICD due to a threshold increase and wave amplitude decrease. Prior to opening the pocket, angiography identified a perforation, so the re-intervention was postponed. One month later the re-intervention was performed and the subject lead was extracted and disposed of.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.